Manufacturer narrative:
(B)(4). Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: samples received: no samples are received. Analysis and results: there are no previous complaints of this code batch. (B)(4). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. In order to make a proper assessment in relations to this claim, it is necessary that the object of the claim and / or, if possible at least 5 units in closed packaging is available to proceed with the analysis established by the pharmacopoeia. Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: have not received any sample and no units available, it is not possible to conduct an investigation to determine the cause of the incident. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions.

Event description:
Country of complaint: (B)(6). Foot suture. During the procedure to open primary sterile packaging, disassembled found the needle thread.